Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the up button was no longer working. Customer¿s blood glucose was 236 mg/dl at the time of incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.